Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. The device model involved in this MDR report is not approved in the us; however, it is similar to reply dr or sr models under p950029. Analysis is pending.

Event description:
Reportedly, during a follow-up on (B)(6) 2014 (4 days after implantation), there was no data stored in device memory and ventricular lead impedance was higher than 3000 ohms. Another follow-up was performed on (B)(6) 2014 and normal behavior was observed at this time. Next follow-up will performed in one month.